Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-445 mg/dl; cause was related to customer being sick from covid. Customer received third party assistance from their health care provider, who gave customer two different types of short acting insulin injections to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.